Manufacturer narrative:
The returned product(s) was not analyzed for the complaint of infection as the allegation cannot be confirmed or refuted via laboratory testing.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-25163.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-25163. It was reported the patient's ((B)(6)) scs system was explanted due to an infection at the lead and ipg site. Follow-up revealed the patient's issue is resolved. Note. The patient's ipg is not approved for sale in the USA, nor is it similar to a USA marketed/approved device. Therefore, no medical device report will be submitted for the ipg.